Event description:
The user facility reported, the employee is fine and has no sustaining injuries.

Event description:
An employee of medical center was in the process of massaging a cup of steris 20 sterilant in between her hands, per the operator manual instructions and in-service training. The employee was wearing short sleeves and no personal protective equipment (ppe) at the time of the incident. She reported that liquid from the s20 cup came into contact with her forearm and caused redness and blistering. She was treated in the emergency room (ER) with bacitracin ointment. She had a follow-up visit with the hospital¿s injury care doctor and returned to work a few days later.

Manufacturer narrative:
The cup involved in the event was discarded by the facility and therefore not available for inspection. The steris 20 sterilant cup is designed to safely contain liquid peracetic acid within the cup prior to insertion into the steris system 1 processor when used in accordance with the label's handling precautions and instructions. The s20 cup uses a three-layer system of protection between the liquid peracetic acid and the user. It is unlikely that by massaging the outer cup acid will penetrate the membrane, come out through the cross cut and come into contact with the user. The use of personal protective equipment (ppe) is recommended. The quality assurance laboratory at steris was unsuccessful in duplicating this incident. Although the cup was squeezed and inverted upside down, the peracetic acid did not come out of the acid capsule through the cup lid. Steris's investigation also revealed that the steris 20 product was within its expiration date, and retained samples from the lot was verified to be within specification. Steris provided the customer with additional in-service training the day of the incident, 2009.